Event description:
Received info regarding a cartridge alarm 25 during the load process. There was no reported impact to customer's blood glucose levels.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.